Manufacturer narrative:
D10: concomitant products: 18880 8.0mm taperguard evac trachealx10 - 18880, lot# 24a0872jzx. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that before intubation, the 8mm endotracheal tube's cuff was confirmed to be inflatable and not damaged. About 3 hours after intubation, the ventilator alarmed and the cuff pressure was measured and showed none. It was the same after replacement of a 7.5mm tube. After replacement of the second tube, it was normal. It was reported that the patient experienced convulsion and loss of consciousness.